Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator defective touchscreen. It was unknown how the issue was found. No patient or user harm reported. It was reported that the touchscreen was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.